Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device (clip caught on chordae) or improper or incorrect procedure or method. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of the device is related to the user making aggressive rotations of the clip below the valve. The reported improper or incorrect procedure or method was associated with the user making aggressive rotations of the clip below the valve. It was determined that this contributed to the reported adverse events; therefore, a letter will be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip xtw was deployed on anterior and posterior leaflet along with sub valvular structure due to clip delivery system being inadvertently steered by the user during positioning.. Troubleshooting was performed and was unsuccessful. Additionally 2 mitraclips were implanted. The mr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip xtw was deployed on anterior and posterior leaflet along with sub valvular structure due to clip delivery system being inadvertently steered by the user during positioning. Troubleshooting was performed and was unsuccessful. Additionally, 2 mitraclips were implanted. The mr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.